Event description:
Covidien received info stating that an 840 ventilator failing the power on self test (post) with and intermittent blank graphic user interface (gui) display. The malfunction did not occur during pt use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the breath delivery unit (bdu). Printed circuit board (pcb) and gui pcb, which resolved the issue. The cse installed revision an software. The ventilator passed extended self-testing (est), short self-tests (sst), electrical safety and performance verification testing (pvt). (B)(4).